Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the nozzle has foreign objects, the angle wires were stretched, the angle wires become stretched, the bending section cover or distal sheath (a-rubber) has a scratch, the control unit has discoloration, the right/left knob (r/l knob) has a scratch, the forceps elevator knob has a scratch, the scope connector cover has a scratch, and the grip has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The device was returned and evaluated. And foreign objects were found to be clogging the nozzle. This has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.